Manufacturer narrative:
(B)(4). Open complaint samples were returned for eval. Mfg determined the samples belong to lot 3115389. Six samples were found to be defective with edge tears. One sam[le was found to be defective with an edge tear and surface fracture. Three samples were found to meet mfg specs. The mgf review did not indicate this complaint was due to the mfg process. No adverse complaint or mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
This is the first of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 9681121-2014-00009 for the description of the second report. As reported by the pt, they experienced a contact lens torn during wear in her left eye (os) that 'scratched her cornea'. The pt sought medical attention on (B)(6) 2014 and was prescribed azithromycin eye cream, vigamox and baby shampoo as an eye wash (regimen not specified). Additionally, the pt was advised to cease contact lens wear. The pt stated she used the cream for an unspecified amount of time and resumed contact lens wear on or about (B)(6) 2014. She had to change the contact lenses more frequently that what was prescribed, as the contact lenses continued to tear during use. The pt further stated she again sought medical attention from an of and was prescribed azasite (regimen not specified) and advised to cease contact lens wear. The pt's condition persisted, she returned to the eye care provider and was prescribed a different medication ( date, route, and regimen not specified). The pt stated her symptoms (unspecified) continued and she saw an md on (B)(6) 2014 and was prescribed zylet for two weeks in addition to no contact lens wear. Add'l info received from one of the pt's treating eye care providers on (B)(6) 2014 indicates the pt was seen on (B)(6) 2014 and was experiencing "pain in/around eye" and confirmed that she was treated with erythromycin and vigamox. The pt has been refit into a new lens and has resumed lens wear. Add'l info received (B)(6) 2014, via medical records indicates that on (B)(6) 2014 the pt was seen due to irritation and itchiness around the eyelid margin. The pt stated she had three contact lenses tear during wear. The pt was advised to discontinue contact lens wear until instructed otherwise and continue current treatment (vigamox and erythromycin). The diagnosis was eye pain. On (B)(6) 2014 the pt was seen to finalize their contact lenses. Pt was still experiencing irritation and burning sensation. Pt was found to have probable blepharitis, was again advised to discontinue contact lens wear and was treated with azasite (one drop per eye, twice daily).